Event description:
A report was received that a patient had her precision system explanted due to exposed lead and possible infection.

Manufacturer narrative:
Explanted devices were discarded by the facility.